Event description:
It was reported that the arm of cart was drifting.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was confirmed. Alleged failure: "cart arm drifting." Probable root cause: the reported failure was caused by the friction adjust screw not contacting the support ring, allowing the arm to drift. The reported failure mode will be monitored for future re occurrence. The device manufacturer date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the arm of cart was drifting.